Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop button had detached from the lift. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The baxter technician replaced a new cover to resolve the issue. Based on this information no further actions are required. A report of a emergency function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
A company representative - service personnel contacted technical service to report that the likorall 242 s, naturals emergency stop button was missing. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.